Manufacturer narrative:
Conclusion: on hold/parts on order.

Event description:
It was reported by repair work order that the siderail could not be latched in the up position due to a broken timing link. It was further reported there were exposed sharp edges on the timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.